Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd. Medical intervention was not specified by the patient. The device is unable to be returned for evaluation. The patient allegedly discarded the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.